Event description:
It was reported to the biomed shop that the large volume pumps (lvps) false alarmed for air-in-line while using IV tubing sets from the same lot. This occurred numerous times since february across multiple pediatrics departments, including pacu and cardiac ICU. There was no patient harm.

Manufacturer narrative:
The reported issue that the large volume pumps (lvps) false alarmed for air-in-line while using IV tubing sets from the same lot could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris system is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Manufacturer narrative:
The reported issue that the large volume pumps (lvps) false alarmed for air-in-line while using IV tubing sets from the same lot could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris system is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported to the biomed shop that the large volume pumps (lvps) false alarmed for air-in-line while using IV tubing sets from the same lot. This occurred numerous times since february across multiple pediatrics departments, including pacu and cardiac ICU. There was no patient harm.